Manufacturer narrative:
Transmitter failed transmitting due to damaged cow catcher corner and contact pin.

Event description:
Customer reported the transmitter was not working properly. Customer blood glucose level was 127 mg/dl. Transmitter was tested with the test plug. Customer was advised to check if any connectors were damaged. Customer stated the top right connector is not even halfway up, in compared to the two top left. Customer believes that the connecters might be the reason why he loses communication when he is asleep. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.